Manufacturer narrative:
The reported event was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found which is consistent with procedural damage. Correction: please retract manufacturer report number 2017865-2025-96495 as this was confirmed to be an operator issue due to patient anatomy and not a complaint on the lead and analysis is normal.

Event description:
New information received notes this was an operator issue due to patient anatomy. There were no complaints.

Event description:
It was reported that the new right ventricular (rv) lead was unable to be implanted in the left bundle branch area pacing (lbbap) for unknown reasons.